Event description:
It was reported the pt had persistent pain in the middle of her back, at the lead incision site, whether the system was on or off. The pt reported the pain was causing her to have difficulty walking. The pt had difficulty walking with her original pain issue in her leg. The sjm rep met with the pt and found the system was helping the pain in her leg, but the incision pain was the issue. The pt reported the pain was wrapping around her chest, but there was no pain at the ipg site. The physician had an x-ray performed, with no anomalies noted. The pt requested the system to be removed. At the second follow up appointment, the sjm rep reprogrammed the pt. The pain was still present. The physician discussed the issue with the pt and it was reported the pt would revisit the issue at the next appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.